Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were out of range. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.